Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported that following intraocular lens (iol) implantation, the iol was explanted in a secondary procedure approximately 5 months after initial procedure due to patient see veils and halos. The lens was replaced with monofocal single piece lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned for evaluation. Solution is dried on the lens. The optic is cut from the edge across the center of the lens. Scratches are observed near the edge of the optic on the posterior side. Marks are observed on the optic in the shape of a surgical instrument used to grasp the lens. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 21.0 diopter (1.5 extended depth of focus) lens was replaced with a monofocal company, 20.5 diopter lens. The manufacturer internal reference number is: (B)(4).